Event description:
During an attempt to treat a lesion using the assurant cobalt device, it was reported that while advancing the device to the target lesion, the stent slipped off the balloon. The physician removed the device and attempted to advance a second device and the stent slipped also. The post procedure patient status is reported as good.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodged). (Based on the information available no root cause can be determined). No results available since no evaluation performed (device not returned). Evaluation conclusion: known inherent risk of procedure (stent dislodged). Unable to confirm complaint (device not returned). (Based on the information available no root cause can be determined). (B)(4).